Manufacturer narrative:
The explanted ipg was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having trouble linking and charging the ipg after a non device related surgery. It was believed that electrocautery was used which caused the damage. The patient underwent an ipg replacement procedure and was reportedly doing well postoperatively. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physicians implant manual (B)(4)).